Manufacturer narrative:
Sample 1 was tested using the crp4 reagent lot number 792762 with an expiration date of 30-apr-2025. Sample 2 was tested using the crp4 reagent lot number 801099. The expiration date was not provided. The qc was within the assigned ranges on the day of the events. The field service engineer noted the presence of a micro-bubble in the rinse arm. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with crp4 assay on a cobas 8000 c702 module when compared to a different module. Sample 1 (patient 1): initial result: 0.09 mg/l. Repeat result: 0.32 mg/l. Sample 2 (patient 2) was tested on (B)(6) 2025: initial result: 0.05 mg/l. Repeat result: 0.41 mg/l. The customer noticed that a couple of the initial results were zero. No questionable results were reported outside the laboratory and the samples were then repeated on another module. The repeat results were deemed to be correct.

Manufacturer narrative:
A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer that the cell rinse tube was worn. He replaced the cell rinse tube. The service actions performed by the engineer resolved the issue. The root cause was due to a maintenance issue.